Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Power supply replacement. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Correction: power supply replacement.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.